Manufacturer narrative:
The date that the adverse event was identified is unknown. Although it is safe to assume that the erosion was identified on or after the most recent follow up visit ((B)(6) 2019) and before the explant date ((B)(6) 2019). Return of the explanted devices is anticipated, but the timing of the return is unknown.

Event description:
Physician reported that an implanted uromedica proact device had eroded into the patient's bladder. The physician performed an explant of both the left and right implanted devices.

Manufacturer narrative:
The initial report submitted indicated anticipation of return of the explanted devices, however, it has been determined that the explanted devices have been disposed of by the facility and will not be returned to uromedica. No additional information is expected.

Manufacturer narrative:
Uromedica received additional information during a clinical site monitoring visit. Uromedica complaint (B)(4).

Event description:
Patient experienced hematuria as a result of the bladder erosion.